Manufacturer narrative:
To date the device has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The user facility reported that, during pre-implantation testing, the valves had no pressure level. Due to the pre-test failure, the valves were not used.